Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the proximal end of the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was cracked. This was observed during use on a patient; however, no consequence was reported. It was further reported that the subject breathing circuit was set up with a servo-I ventilator with settings of simv 40 22-pip/7- peep and pressure support of 10cmh2o.

Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested. Results: visual inspection revealed that the patient end and the elbow connector collars on the expiratory limb were cracked; however, there was no visible damage noted to the tubing itself. The pressure test result was within specification. A lot check revealed no other complaints of this nature for lot number 150204. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The healthcare facility reported that the subject breathing circuit passed the ventilator leak test prior to patient use and that the damage occurred after five days of use. These suggest that the complaint breathing circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the proximal end of the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was cracked. This was observed during use on a patient; however, no consequence was reported. It was further reported that the subject breathing circuit was set up with a servo-I ventilator with settings of simv 40 22-pip/7- peep and pressure support of 10cmh2o.